Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp). The hcp reported that the patient (pt) was in the hospital due to ins pocket infection. Pt has had symptoms of low grade fever and sweats, pain at ins site, draining of incision site (present yesterday) and it was noted that the pocket site had opened up a few days ago with erythema when pt seen on march 9. (Caller also mentioned that pt has history of diabetes and mrsa.)